Event description:
It has been reported to philips that screen does not work correctly. Right hand side of the screen is drifting to the left.

Event description:
It has been reported to philips that screen does not work correctly. Right hand side of the screen is drifting to the left.